Manufacturer narrative:
B3 - date of event is an estimate as the actual date of occurrence could not be obtained. D4 - the complete UDI is unknown as the lot number could not be obtained. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined due to insufficient information. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.

Event description:
The distributor reported an unspecified number of false negative results with the medline hcg pregnancy test strip. The distributor stated that repeat testing with another test yielded an accurate positive result. Three attempts were made to obtain additional details, however the customer was unresponsive. No adverse health outcomes were reported.